Event description:
It was reported that during a gastrectomy procedure, the staple line came apart. The surgeon oversewed the staple line with suture. There was no adverse patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.